Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts were generated for out of tolerance subthreshold lead impedance on (B)(6) 2011 and (B)(6) 2011. Daily pace impedance trend data shows an abrupt spike increase for right ventricular pace impedance equalling 416 to infinite (unfiltered data) ohms peak between (B)(6) 2011 and (B)(6) 2011, then returns to a baseline of 416 on (B)(6) 2011. Fourteen episodes of ventricular non-sustained tachycardia less than or equal to 210 ms average ventricular cycle between (B)(6) 2011 and (B)(6) 2011. Ventricular short interval count equals 837.4 counts average per day, in 2.32 days, between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported the alarm was triggered with oversensing and high impedance noted. A lead revision was performed. During the lead extraction, there was a problem with the stylet as the lead was blocked at approximately 30cm. From the connector. After retracting the helix, the lead was extracted using laser. When the lead was out of the body, it was noted the helix was not completely retracted. The lead was replaced. No patient complications have been reported as a result of this event.